Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred. The 90% stenosed lesion was located in a non calcified, moderately tortuous mid left anterior descending artery. The 3.00x20mm taxus liberte stent was unable to cross the lesion. During insertion the proximal portion of the stent was found flared. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.